Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for ovarian and malignant pain. It was reported the personal therapy manager (ptm) showed an error code of ¿8286¿ meaning empty reservoir. It was unknown if the patient was due for a refill. The reporter did not expect the reservoir to be empty and the doctor usually scheduled the fill before the pump was empty. The patient had an appointment tomorrow to have the pump checked and filled. The patient did not recently have a refill. The reporter was to follow-up with the healthcare provider (hcp). Reported symptoms included pain and the change in therapy/symptoms was gradual. The patient started having pain and return of pain on (B)(6) 2018 and she could tell she was not getting medication. The patient did have some oral pain medication that she could take until the pump could be filled. It was further reported the patient heard the critical alarm from the pump on (B)(6) 2018 and then saw the ¿8286¿ code on the ptm when they checked the pump on (B)(6) 2018. No further complications were reported/anticipated or expected.